Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative upon investigation, it was determined that the patient record was not visible on the device. The user reported that the patient could not be viewed on both the server and the station. Attempts to add a temporary patient were unsuccessful, as the patient list remained unavailable. The user confirmed that the patient details had already been entered and saved in the electronic protected health information (ephi) system; however, the issue persisted. A technical support specialist identified discrepancies among three patient records. The first and second records shared the same patient name but had different admission times. The third record had a different last name with an additional character. The second and third records had the same admission date and time but different patient names. The case details were documented and communicated to the customer via email. Following troubleshooting by the technical support specialist, the system functioned as intended.

Event description:
It was reported that when using bd pyxis¿ es server, multiple patients were unable to be viewed. The patient could not be seen on both the server and the station. The customer attempted to add a temporary patient, but the patient list was still not visible. They also had already provided and saved the patient details in ephi, but the issue persisted.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd pyxis¿ es server, multiple patients were unable to be viewed. The patient could not be seen on both the server and the station. The customer attempted to add a temporary patient, but the patient list was still not visible. They also had already provided and saved the patient details in ephi, but the issue persisted.there were no adverse events or injuries reported based on this event.